Event description:
The customer received a blood glucose reading of 165mg/dl on the contour next ez, retested on the contour and the reading was 70mg/dl. The difference between the readings falls in the "c" zone of the consensus error grid, making the difference clinically significant. No adverse event was alleged. Strips were not expected to be returned. Strip information was not provided. A new meter was sent to the customer.